Event description:
After opening cardinal cysto pack, it was noted that there appeared to be a red substance on the drape and one of the towels. Pack doc # is (B)(4). Pack was removed and saved per policy.